Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed contamination and of the main circuit board revealed a leaky supercapacitor. The main circuit board and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not start ventilation and displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.